Event description:
It was reported that a bad lens was identified and the device over-delivered during downstream test.

Manufacturer narrative:
Other, other text: additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed the physical condition of the sample was all intact upon receipt. Functional evaluation included running the pump for 2 minutes, 30.43 seconds while the pump alarmed at 2 minutes, 30.47 seconds. A battery loss alarm test was performed and passed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was found on the pump which damaged the expulsor gasket causing the inconsistent delivery issue. Results: the customer reported problem was duplicated, the device over delivered downstream during the downstream test and the lens was bad. Root cause of the reported problem would be attributed to customer induced fluid ingression into the main body of the pump as a result of improper cleaning of the pump. It is recommended the expulsor assembly, downstream sensor and lens to be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: no.